Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced inadequate stimulation with their scs system. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted.

Manufacturer narrative:
The event of a full system explant was reported to abbott. Patient stated the therapy was turned off because they didn¿t feel much pain relief when it was on. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.